Event description:
An incident of povidone leaking from the connection between the transfer set minicap.the transfer set had been in use for one day. No patient injury or medical intervention was associated with this incident,per baxter.